Event description:
A pt was skin tested on 04/12/2000 in the forearm with negative response. Pt was injected with collagen in the upper and lower vermilion borders twice in 2000. Both treatments were uneventful and in follow-up phone calls to the pt, pt reported no adverse effects from the treatment. On 05/30/2000 the pt presented with "cold sores" that resembled an outbreak of herpes. The physician prescribed oral zovirax and oral penicillin. The pt reported that their lips had turned blue and had become painful about 2 weeks after the treatment, prior to the herpes outbreak. The pt called the morning of 06/13/2000 and reported that their lips were "black".